Manufacturer narrative:
A follow-up medwatch will be submitted when additional information becomes available.

Event description:
It was reported that the hearth lung machine hl 20 single roller pump showed the error message "temp error." Reference number: (B)(4).

Event description:
Reference number: (B)(4).

Manufacturer narrative:
Pump was sent back to the depot for repair on 2019-10-22. According to the service report#: (B)(4) (work performed on 2019-10-30; 2019-10-31; 2019-11-04) the technician performed as follows: the technician checked the tempertures of the unit with the service terminal and ran the unit for over an hour. The temperature never budged and he was not able to reproduce the problem. Since no parts were replaced and the reported issue could not be reproduced, it is not possible to determine a most probable root cause. The ocurrance rate related to the reported issue is currently being monitored as part of maquet cardiopumonary¿s trending program and additional investigations or corrections will be implemented in case of adverse trending.